Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to a low blood glucose level of 55 mg/dl. The customer was experiencing low blood glucose levels and did not realize he was low until he checked. The insulin pump did not alert him that he was below 60 mg/dl. The customer declined further troubleshoot. The device was not returned.

Manufacturer narrative:
Reference medwatch 2032227-2015-15172 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.